Manufacturer narrative:
Upon completion of the investigation, it was noted that the customer's complaint ("the device was dull") was not verified. The flutes of inner and outer drill were visually examined and judged to be sharp. The customer's perforator was functionally tested on (B)(6) 2016. During the disengagement drill test, the perforator assembly worker noted that the perforator was very difficult to drill. (Ie erratic and poor drilling action). The perforator failed disengagement testing; perforator flushed through pine board for three out of ten drilled holes. During the visual examination of the returned perforator, it was noted that the perforator has some dried blood and debris accumulation on the flutes of the inner and outer drills. On (B)(6) 2016, the perforator was disassembled and placed in clean water bath for 1 hr in order to soak off any dry blood and debri from perforator components. The perforator was then reassembled and retested for functionality. The perforator met functional test acceptance requirements; proper engagement and disengagement was achieved with every drilled hole, and there was no erratic or poor cutting action. The root cause to the disengagement failed on (B)(6) 2016 is accumulation of dried blood on the components of the perforator (inner/outer drills, pin, spring) which inhibited proper drilling of perforator. This is not a manufacturing defect but a failure that occurred because of use of the perforator on the field. The perforator was used during surgery. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was dull. Another perforator was used to complete the case. There were no adverse consequences to a patient.

Manufacturer narrative:
Device was returned for evaluation. A follow up report will be filed upon completion of the investigation.